Event description:
The customer reported that the unit had turbine fault. The customer reported there was no patient involvement.

Manufacturer narrative:
A quote to fix the turbine fault was provided; however, the customer refused quotation/service. Multiple attempts were made to contact the customer to gather additional details; however, all attempts were unsuccessful and no additional information was provided. If additional information is received, the complaint will be reopened and updated accordingly.